Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "inter-capsular rupture" confirmed via MRI and bilateral "pain and discomfort." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side "inter-capsular rupture" confirmed via MRI and bilateral "pain and discomfort." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b6.

Event description:
Healthcare professional reported left side "inter-capsular rupture" confirmed via MRI and bilateral "pain and discomfort." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "inter-capsular rupture" confirmed via MRI and bilateral "pain and discomfort." This record is for the left side. Device was explanted and replaced.